Event description:
Event description guidant/crm received information that this selute picotip lead was implanted, and one day later explanted due to interittent loss of capture. The same model lead was implanted and removed for the same reason. Surgeon feels it may be the patient's heart. A sweet tip bipolar lead was implanted successfully.